Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s husband woke up and noticed the patient was having trouble breathing. He tried to wake the patient up but couldn¿t. The patient¿s cgm was providing a reading ¿in the 70s mg/dl¿ at this time. The patient was also diaphoretic. The patient¿s husband called emergency medical services (ems). Once ems arrived, the patient¿s cgm was still reading ¿around 70 mg/dl¿ and the bg meter was reading 50 mg/dl. The patient¿s husband decided to bring the patient to the emergency room using their own car and not by ems. At the ER, the patient had a CT (computed tomography) scan and MRI (magnetic resonance image) done, which revealed the patient had a stroke and seizures. The patient also had a swollen tongue, which she bit. The patient could not recall the medications she was treated with while at the hospital. She was discharged home the following day (more than 24 hours). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.